Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson vision has been submitted.

Event description:
It was reported that during insertion into the eye, the intraocular lens (iol) malfunctioned and did not open correctly. A second lens was implanted without difficulty. It was also reported that the lens was kinked/crimped. The patient status was reported as stable. No further information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 8/6/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The plunger was in completely advanced position and locked. The pcb00 device was observed under microscope and scarce amount of lubricant residues were observed inside the device. The lens was observed fold and stuck in the cartridge tube with the pushrod overriding the lens. The device was opened, and the lens was removed; the haptics were observed correctly folded and positioned, after seconds the lens unfold and the haptics were observed positioned. No defects were observed in the lens neither in the haptics. The complaint was not verified in the sample return. No product quality deficiency was identified. The complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA:(B)(4).